Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 08/06/2014 with the following findings: the keypad cover was observed to be worn, but there was no evidence of peeling or tearing. Evaluation revealed that all of the keypad buttons were properly responsive; the initial complaint of a tactile change issue was not duplicated. The keypad cover was removed and no evidence of contamination was found under any of the key contacts. Unrelated to this complaint, the display screen was dim and discolored. Also unrelated to this complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.